Event description:
It was reported that during a procedure, the patient¿s right ventricle (rv) lead was broken. The physician elected to not use the rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.